Manufacturer narrative:
Other, other text: checking the log, it was confirmed that the nda have occurred continuously after the pump start or priming, between (B)(6) 2022. It was confirmed that the key stuck have occurred on (b)(6( 2022. A functional test was performed and the reported problem was not duplicated. As a preventative measure, the downstream sensor was replaced and upstream sensor re-calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured apr. 2015, and is out of warranty. Therefore, no manufacturing DHR review is needed.

Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went of. After he changed the cassette to another one, the event was settled. No patient injury and no additional information is available.